Manufacturer narrative:
Patient weight, ethnicity and race: unk. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens tore during loading at the point of injection. Reportedly, "the primary lens was not able to be used due to a loading error during our surgery today (fellow eye). The back up lens was used, and no adverse event happened in regard to patient health; we had a successful implantation using the back up lens. The rest of the surgery proceeded as normal." The problem was resolved. Cause of the event is unknown. It was reported, "per site malfunction occured while the device was loaded and was noted at the point of injection.".

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vicm513.2 of a -9.50 diopter tore during loading. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).